Event description:
It was reported that the ventricualr lead exhibited high thresholds and the insulation was abraded. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found normal lead characteristics.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.